Manufacturer narrative:
Interrogation results were normal. The visual screen was acceptable. Output measurements using the scope were acceptable.

Event description:
It was reported that the patient presented to the hospital with expulsion of insertable cardiac monitor (icm). The icm was explanted from incision site during prep and a new icm was implanted. The patient's condition was stable.